Event description:
It was reported to philips that the system gave an alert indicating the generator was busy, preventing x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) connected with the customer remotely and confirmed that the system was unable to produce x-rays. Upon troubleshooting, the philips remote service engineer (fse) checked the system onsite and found that the x-ray was not possible after switching on. To resolve the issue, the customer performed restart of the device. After restarting, the system returned to use in good working order. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.